Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for pre-dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.